Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? Could you please confirm if the suture broke or the issue was that suture was fragile without any breakage? What is the event day and procedure date? What is the lot number? Could you please confirm device's availability? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; a suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. Additional information was requested.